Event description:
Post index procedure the pt experienced a lateral non-q wave myocardial infarction with elevated enzymes. The pt was initially admitted with stable angina pectoris in 2007. The pt had target lesions in the mid right coronary artery (rca), proximal rca, distal circumflex artery and posterior descending artery. The mid rca was type c, de novo, irregular and moderately calcified with 90% stenosis. The lesion was 25 mm in length and had a vessel diameter of 2.5mm. The proximal rca was type c de novo, irregular and moderately calcified with 80% stenosis. The lesion was 25mm in length and the vessel diameter was 2.5mm. The distal circumflex was type b1, de novo and smooth with 80% stenosis. The lesion was .15mm in length and had a vessel diameter of 2.75mm. The posterior descending artery was type b1, de novo and smooth with 80% stenosis. The lesion was 12mm in length and had a vessel diameter of 2.5mm. The pt had a 2.25 x 28mm cypher select plus stent implanted in the mid rca at 16 atms, a 2.5 x 28mm cypher select plus stent implanted in the proximal rca at 16 atms, a 2.75 x 18mm cypher select plus stent implanted in the distal circumflex at 12 atms, and a 2.5 x 33mm cypher select plus stent implanted in the posterior descending artery at 14 atms. The pt's medications include the following: aspirin (pre, intra and post procedure, ticlopidine (pre, intra and post procedure), statins (pre and post procedure), ace inhibitors (pre and post procedure), heparin (intra procedure) and bet-blockers (pre and post procedure).

Manufacturer narrative:
Please note: this ous cypher select puls sirolimus-eluting coronary stent is distributed outside of the united states, however, it is similar to the united states sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2007-01315 and 01317. The event involved a male with a history of hypertension and diabetes. The pt's history places him at increased risk of mace. The indications for admission to hosp was stable angina. A coronary arteriogram revealed a 25mm de novo, irregular moderately calcified, type c lesion in the mid right coronary artery (rca) producing a 90% stenosis. The reference vessel diameter was 2.5mm. There was a 25mm, de novo, moderately calcified, irregular, type c lesion in the proximal rca producing an 80% stenosis. The reference vessel diameter was 2.5mm. There was a 15mm, de novo, smooth, type b1 lesion producing an 80% stenosis in the distal circumflex. The reference vessel diameter was 2.75mm. Additionally, there was a de novo, 12mm, smooth, type b1 lesion in the posterior descending artery producing an 80% stenosis. The reference vessel diameter was 2.5mm. According to the IFU, the safety and effectiveness of cypher select plus has not been established in these types of lesions and/or vessels. Treatment of the described coronary artery disease included implantation of a 2.25 x 28mm cypher select plus in the mid rca at 16 atm, and a 2.5 x 28mm cypher select plus in the proximal rca at 16 atm. The distal circumflex was implanted with a 2.75 x 18mm cypher select plus at 12 atm, and the posterior descending artery was implanted with a 2.5 x 33mm cypher select plus stent at 14 atm. It is not known if the lesions were pre-dilated or the stents were post-dilated. Pre-procedural medications included asa and ticlid while asa, ticlid, reopro and heparin were given during the procedure. Post-procedural medications included asa and ticlid. It was not reported if act values were monitored. It was reported the pt experienced an on q-wave myocardial infarction of the lateral wall during the procedure. It was evidenced by elevated ck and ckmb six to twelve hrs following the procedure and elevated ckmb and troponin twenty-four hours following the index procedure. Additionally, it was reported a type e dissection occurred during the index procedure. The location was not indicated however, per the e-select database, it was reported to be not related to the cypher stent, not related to another cordis product and unlikely related to the index procedure. Treatment of the dissection was not reported. The stents remain implanted in the pt and thus not available for eval. A device history records review was conducted and found the product met quality requirements for product acceptance. Based upon the info provided, it is not possible to conclusively determine the cause of the event, however, there are pt and lesion factors that may have contributed to it.